Event description:
It was reported that the patient experienced discomfort on the implantable pulse generator (ipg) pocket site and wants the device removed. Reportedly, the patient was doing well with the therapy. The device was removed and intact without any complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference (B)(4). Other devices explanted. Model: 8145. Description: stimulation leads: serial numbers: (B)(6), UDI:(B)(4).

Manufacturer narrative:
Mml reference #: (B)(4). Other devices explanted. Model: 8145 description: stimulation leads serial numbers: (B)(6). UDI: (B)(6). The device was returned for analysis. The implantable pulse generator (ipg) passed the functional testing. A visual inspection was performed. No observation was found that could have contributed to the patient's pain/discomfort. The leads could not be tested because both were received in segments. The device manufacturing record was reviewed, and no relevant nonconformances were found.

Event description:
It was reported that the patient experienced discomfort on the implantable pulse generator (ipg) pocket site and wants the device removed. Reportedly, the patient was doing well with the therapy. The device was removed and intact without any complications. There was no report of patient harm or injury.